Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly elected revision surgery for a technology upgrade. The external visual inspection revealed sliced silicone on the top and bottom covers, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was explanted for suspected device migration. During revision surgery, correct device position was confirmed. The recipient was reimplanted with another advanced bionics cochlear device.